Event description:
An alarm issue was reported with the adc device in use with iphone 14 pro with ios operating system and an unknown version. The customer encountered a "signal loss" and was unable to botain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. The customer was provided sugar from a third party for treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the freestyle librelink app during replication that would have led to the reported issue. Attempted to replicate the reported issue using similar device configuration. The customer reported signal loss. The reported issue was unable to be replicated and the system functioned as intended. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. The sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor, and no signal loss message was displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 14 pro with unknown ios operating system and an unknown app version. The customer encountered a "signal loss" and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. The customer was provided sugar from a third party for treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 14 pro with ios operating system and an unknown version. The customer encountered a "signal loss" and was unable to botain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. The customer was provided sugar from a third party for treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.